Event description:
The use of a broken screw tower during surgery lead to a 20 minute surgical delay while the screw was removed and replaced using a different tower and guide wire.

Manufacturer narrative:
The applicable product IFU was reviewed and sufficiently notifies users to inspect all instruments prior to use.